Manufacturer narrative:
Feb. 18, 2016 01:15 pm (gmt-5:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not yet received it. Investigation is still pending. Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
Feb. 18, 2016 01:05 pm (gmt-5:00) added by (B)(6): "it was reported that during use of the pls set (with a patient connected to it) a leakage of blood from the gas outlet of the oxygenator was detected. Some hours later the perfusionists had to change the set due to the poor oxygenation values and connect the patient to a new set. Stated from the complaint report the treatment was delayed for 2 hours and 30 minutes. There were no consequences for the patient." (B)(4).

Manufacturer narrative:
A full investigation including a DHR review was not possible due to the fact that the returned product could not be correctly identified and confirmation was not provided despite several attempts. A root cause therefore cannot be identified. A search of the complaint handling database was carried out on 2017-03-21 for the material number (B)(4) and a total of (B)(4) results were returned with (B)(4) associated with the CAPA (B)(4). This CAPA was implemented in june 2015 to address an issue with the fibers and the effectiveness was confirmed in june 2016. The fibers from the oxygenator (complaint (B)(4)) were produced after the implementation date and therefore were requested back for investigation. However, as the samples could not be identified we are unable to confirm the reason for the leakage and cannot attribute this complaint to CAPA (B)(4) without further investigation. It has been assessed and determined that the issue reported by the customer occurred during patient treatment but no harm was brought to the patient. The data will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).